Manufacturer narrative:
On november 22, 2021, the mentor failure analysis lab received the device for evaluation. Patient's initials were received with device paperwork and have been added to field a1 on this form. On december 1, 2021, photo re-evaluation, and device evaluations were completed. Photo re-evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 200cc breast implant has a tear extending from the anterior to the posterior view measuring approximately 6.0 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 1.0 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: unknown side breast implant deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 200cc mentor smooth round moderate profile and experienced left side breast implant deflation. As a result, the patient underwent removal and replacement with mentor catalog number 3501630 on (B)(6) 2021.